Manufacturer narrative:
As of this report, the sample device has not been returned for evaluation.

Event description:
A home care provider (mother) left her son unattended for several minutes and when she returned the trach care had disconnected and her son's face had turned red. She also stated that the double swivel elbow on the trach care system did not swivel or rotate easily. No pt injury or medical intervention. Kimberly-clark has no first-hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.